Manufacturer narrative:
The test strips were requested for investigation. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 3.0 inr, the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the innovin reagent. At 9:59 am, the meter result was 5.1 inr. At 10:38 am, the result from the laboratory was 2.4 inr. The patient's therapeutic range is 2.0-3.0 inr.